Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: investigation revealed two cracks in the battery compartment. Unrelated to the original complaint, the audible alarms were nonfunctional while the vibratory alarms were intact. The pump was opened up to inspect the piezo and a piezo solder joint crack was diagnosed. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.